Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical database that a patient presented in clinic with symptoms that included drainage and pain around his driveline site. At the time of the event, the patient was already on bactrim ds 800/160mg two tabs every hours and intravenous vancomycin 1500mg every twelve hours for chronic driveline infections. Outpatient wound cultures and a chest/abdomen CT revealed extensive and worsening fat stranding and a small fluid collection. He was re-admitted to hospital on (B)(6) 2015 for further treatment. He was given a one-time dose of intravenous vancomycin 1500mg, ertapenum 1000mg intravenous every 24 hours, bactrim ds 800/160mg orally every eight hours. Intravenous vancomycin 1000-1750mg was also started the next day and continued until (B)(6) 2016. The patient was also treated with incision and drainage of his driveline tract through the rectus muscle with debridement of the tissue around the driveline path on (B)(6) 2015. Surgery also included removal of the driveline from the rectus muscle and re-location and the application of a wound vac. The patient was discharged home on intravenous vancomycin 1250mg every 24 hours, intravenous ertapenum 1000mg every 24 hours and bactrim ds 800/160mg orally every eight hours on (B)(6) 2016 in stable condition. The event is reported to have been resolved (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure. Of note, additional information was received that indicated that the patient had had a total of at least three other previous hospital admissions for driveline infections (captured in separate complaint files).